Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The problem was identified with a malfunction code, which was resettable, and technical support assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappeared. The caller understood the guidance provided.